Event description:
It was reported that a stent was stuck on the wire. The physician began loading a 3.0 x 38mm promus premier stent onto a guide wire when the stent became stuck. The stent did not enter the patient and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).